Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the lung tissue on a laparoscopic video assisted thoracoscopic lobectomy, the staple was able to fire but there was no correct b-form at every single staple. It looked and felt like barbed wire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two used reloads, four sealed representative reloads, and five photographs. Photographic inspection noted staples that were over crimped. Malformed staples were also noted. Visual inspection of the returned product noted that the used reloads were fully fired. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. Damage to the knife channel was noted on both reloads. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. No visual or functional abnormalities were noted with the representative samples. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.